Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional: this complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A registered nurse (rn) contacted baxter to relay a report from the home patient (hp) that she found the minicap loose during therapy and she tightened it. There was no patient injury or medical intervention reported. A follow up was done via phone: the rn stated the home patient (hp) has continued therapy with no injury or medical intervention as a result of this incident.

Event description:
A registered nurse (rn) contacted baxter to relay a report from the home patient (hp) that she found the minicap extended life pd transfer set with twist clamp loose during therapy and she tightened it. There was patient involvement but no injury or medical intervention was reported. A follow up was done via phone: the rn stated the home patient (hp) has continued therapy with no injury or medical intervention as a result of this incident.